Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vial was found dry. There was no liquid in the vial and white powder was present in the packaging. The lens was not used. This event occurred with two lenses. This report refers to lens 2 of 2. Ref MDR#: 1313525-2015-01060 for lens 1 of 2.